Event description:
It was reported a free flow event involving lidocaine infusion. Per report, the patient was transported from their room to the cath lab and upon return, "the lidocaine (tubing) was outside of the pump but the cassette (safety clamp) on the full open position". This reportedly caused unknown about of medication being infused to the patient. The lidocaine was intended to infuse at 7.5ml/hr. With a volume to be infused (vtbi) of 250ml. It was also noted that epinephrine, milrinone, and precedex were running at the time of event, although they may have been on another pump. The event occurred on (B)(6) 2024 between 2 to 4 pm, at the change of caregiver/clinician. Bd later learned that the lidocaine bag was found to be removed from the pump, and that it was free flowing into the patient. Neither the flow stop clamp (safety clamp) nor the roller clamp had been engaged. This was found approximately at 1615. The lidocaine free flow reportedly resulted in seizure activity and hypotension requiring intubation. The patient received levophed for the hypotension, intralipid for lidocaine reversal, intubation/mechanical ventilation, and had to have their ECMO circuit changed out secondary to intralipid administration. The patient remains in the ICU, but their care is reportedly progressing.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes ,remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of lidocaine was not able to be confirmed from the log analysis or could be replicated during device testing. The log analysis found an infusion of lidocaine at 200mg/250ml, was manually programmed from the drug library and was started on the date on (B)(6) 2024 at the time of 7:32 pm. The infusion rate was set at 7.5ml/h with the volume to be infused set at 225ml. However, the pcu clock was updated to the time of 4:44 pm when it connected to the server. The pump module was programmed to delay the infusion for 60 minutes until on (B)(6) 2024 at 9:00am, leaving the infusion on standby. However, at the time of 7:56:30 am the pump module was selected, and the infusion was resumed, overriding the delay. At the time of 2:39:51 pm the unit was physically removed with a total volume infused of 69.037ml. The pcu alarmed ¿channel disconnected¿ and the confirm key was used. Channel off key was selected on concomitant pump module, shutting down the system. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to be properly closing the administration set safety clamp when the door was opened. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The administration set was requested but was not returned; therefore, it could not be inspected or tested. The log analysis identified an occurrence of a channel disconnect alarm at the time of the reported incident; this issue was not reported to bd. The alaris infusion system was evaluated in accordance with the iui failure product analysis procedure in effort to replicate the communication error on the suspect pump module. As a result, the pump completed and passed the ambulatory testing process with no reoccurrences of communication error nor a reoccurrence of the ¿channel disconnected¿ alarm on the pcu. Per the alaris system user manual (v12.1), states within inspection requirements, ¿inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm.¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause for the report of an over infusion of lidocaine was likely caused from the removal of the infusion set from the pump with the roller clamp in the open position. The suspect pump module was found to be infusing within specification, and the sear was found to be properly closing the safety clamp when the administration set is removed. Note that this report lists imdrf annex a0401, a1801, a0404, g04037, g02017, g0301201, c07, c0601, c23, d01, d15, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a free flow event involving lidocaine infusion. Per report, the patient was transported from their room to the cath lab and upon return, "the lidocaine (tubing) was outside of the pump but the cassette (safety clamp) on the full open position". This reportedly caused unknown about of medication being infused to the patient. The lidocaine was intended to infuse at 7.5ml/hr. With a volume to be infused (vtbi) of 250ml. It was also noted that epinephrine, milrinone, and precedex were running at the time of event, although they may have been on another pump. The event occurred on (B)(6) 2024 between 2 to 4 pm, at the change of caregiver/clinician. Bd later learned that the lidocaine bag was found to be removed from the pump, and that it was free flowing into the patient. Neither the flow stop clamp (safety clamp) nor the roller clamp had been engaged. This was found approximately at 1615. The lidocaine free flow reportedly resulted in seizure activity and hypotension requiring intubation. The patient received levophed for the hypotension, intralipid for lidocaine reversal, intubation/mechanical ventilation, and had to have their ECMO circuit changed out secondary to intralipid administration. The patient remains in the ICU, but their care is reportedly progressing.